Manufacturer narrative:
Clarification: (temperature alarm occurred, due to the pump overheating, this is an expected operation of the device). Remove codes (B)(4) .

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump overheated, while attempting to load a cartridge onto the pump. Reportedly, the pump was placed on an ice pack, and then the contact was eventually able to load a cartridge onto the pump and successfully resume insulin. "During follow up with tandem technical supported it was reported that the pump declared multiple temperature alarms." The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 289 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.